Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the bulkhead connector was damaged, replaced with new and the scans were able to transfer to stealth.the system then passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. Procedure done was: t10 to pelvis fixation w/fusion w/osteotomies, possible fenestrated screws for vertebral augmentation - stage 1. Patient had no untoward "event" from o-arm. It was reported that the imaging was not communicating with the stealth. The use of the imaging and navigation were aborted.